Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was hospitalized on (B)(6) 2017 to place a peg tube. It was then stated that the patient presented again with reported increased pain and drainage around the site. Infections and infestations were noted. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the increased pain and drainage was around the peg tub site and was not related to her dbs unit.

Manufacturer narrative:
Upon review of the additional information received, it was determined that (B)(4) and eval code conclusion no lo nger apply. Information references the main component of the system, other applicable components are: product ID 3387s-40 (B)(4). Implanted: (B)(6)2012 explanted: product type lead product ID 748251 (B)(4). Implanted: (B)(6)2007 explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the infection was not related to the deep brain stimulation (dbs) unit. It was also noted that the patient's baseline weight was not measured. No further complications were reported/anticipated.